Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was unknown at the time of incident. The customer¿s current blood glucose value was 401 mg/dl. The customer treated high blood glucose with insulin pump. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.